Event description:
Patient presented to physician with pain and inflammation at the ipg site. Physician determined the pocket was infected and surgically removed the inspire system (B)(6) 2021 to resolve the infection.